Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured due to the valve not seating in the annulus during deployment. The valve was deployed and subsequently recaptured two additional times, recurrently due to the valve not seating in the aortic annulus. After the third attempt, the valve was removed from the patient's body and another attempt to implant a transcatheter valve was made with a non-medtronic system. Due to the positioning difficulties, a 45 minute procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a ; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured due to the valve not seating in the annulus during deployment. The valve was deployed and subsequently recaptured two additional times, recurrently due to the valve not seating in the aortic annulus. After the third attempt, the valve was removed from the patient's body and another attempt to implant a transcatheter valve was made with a non-medtronic system. Due to the positioning difficulties, a 45 minute procedural delay occurred. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received that a medtronic guidewire was used during the implant procedure. The deployment starting point was attempted at both the mid pigtail and bottom of the pigtail catheter. The valve dislodged a twice into the aorta, and once into the left ventricle during deployment for a total of 3 dislodges. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm.